Event description:
The customer stated false negative architect anti-hbc results were generated using the architect analyzer. Six patients generated a result of zero, but tested reactive when repeated. No additional patient information is available. The reactive architect anti-hbc results were reported outside of the laboratory for the six patients. No impact to patient management was reported. This report is for patient 6 out of a total of 6 patients.

Manufacturer narrative:
The account changed the trigger, and pretrigger solutions, and requested service for the architect analyzer. Service replaced a broken trigger level sensor on the architect analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.